Manufacturer narrative:
Result: fowler, side rail. Conclusion: replacement parts have been ordered and the service technician will return to complete the repairs.

Event description:
It has been reported that the fowler and head right side rail have been significantly bent. No pt involvement or adverse consequences were reported.